Manufacturer narrative:
Date rec¿d by MFR : 29jul2019, date of report : 14aug2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The field service engineer replaced the power switch overlay and the device passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported faulty led indicator. There was no patient or user harm reported.

Manufacturer narrative:
G4: 09oct2019; b4: 11oct2019. The power switch overlay was received for evaluation. There were no signs of damage or contamination during visual inspection. The power switch overlay was then installed onto the test ventilator in an attempt to duplicate the reported problem. After testing, it was determined that the failure was caused by the led being detached from the trace, which was not making contact with the power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jul2019.

Event description:
The customer reported faulty led indicator. There was no patient or user harm reported.